Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the unit was confirmed to not produce a complete mesh. The collar and gears were replaced; however, the repair was not completed because the unit was returned with notification that the cutter did not meet test cut acceptance criteria. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the allograft surgical process the device was not properly meshing. Upon evaluation the cutter failed its cut test. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.